Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "218 mg/dl" with the subject meter and "69 mg/dl" on another device. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The reporter claimed when he retested with both meters shortly after the first meter to other meter comparison, he obtained a result of "218 mg/dl" with both devices. This complaint is being reported because the subject meter did not meet lfs accuracy criteria. There was no indication that the product caused or contributed to an adverse event.